Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the battery on the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) depleted in four years. The device was explanted and replaced. The physician is requesting the device be evaluated for battery integrity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.